Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied on the stomach during a laparoscopic gastroplasty, first stapling was done with a black reload, but when performing the second stapling with a purple reload, the stapler became very hard and made a loud noise. When firing the third purple reload, it was very hard and it was not possible to progress the sheet. This resulted in an incomplete staple line distally. They opened another stapler to finish the case. There was no patient injury.